Event description:
Reference number (B)(4). Event occured in colombia. It was reported that the patient experienced an infusion set leakage event on (B)(6) 2026, with the leak occurring in the tubing of the infusion set. No further information is available.